Event description:
A report from the user facility states "the tip came off in the pt's eye which was removed and no further complications or injury".

Manufacturer narrative:
The device was received for eval. Visual inspection noted the tip was broken. The instrument appears to be three years old. Manual bending/straightening of the instrument was evident.